Manufacturer narrative:
Unique identifier (UDI)#:(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results on various assays for four patient samples. Sample 1 initial glucose result was 108 mg/dl and the repeat results were 107 mg/dl and 147 mg/dl. On (B)(6) 2017, sample 2 initial chol2 cholesterol gen.2 result was 314 mg/dl and the repeat results were 169 mg/dl and 170 mg/dl. On (B)(6) 2017, sample 3 initial gluc3 glucose hk result was 179 mg/dl and the repeat results were 92 mg/dl and 93 mg/dl. On (B)(6) 2017, sample 4 initial ise indirect for gen. 2 potassium result was 5.19 mmol/l and the repeat results were 4.29 mmol/l and 4.27 mmol/l. The initial ise indirect for gen. 2 sodium result was 169.8 mmol/l and the repeat results were 139.7 mmol/l and 139.5 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The glucose reagent lot number was 252446 with an expiration date of 30-sep-2018. The cholesterol reagent lot number was 250685 with an expiration date of 31-jan-2018. The ise electrode lot numbers and expiration dates were requested but were not provided. The calibration and qc data provided were acceptable. Therefore general reagent issues were excluded. Based on the provided reaction monitors, it appeared too much sample was pipetted for the initial tests. The analyzer alarm trace contain frequent "no fluid / not enough" alarms. Based to this alarm it is possible that the probe transferred too much sample due to deposits on the outside. Possible causes include incorrect tube filling volume or preanalytical debris on the inside or outside of the probe.